Manufacturer narrative:
D10: (B)(6), 188-01-06 - wedge plasma x/o sz 6, (B)(6), 180-01-56 - nv crown cup clstr hole 56mm group 3, (B)(6), 170-36-00 - biolox delta femoral head 36mm od, +0mm. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-03454. The most likely underlying cause for the revision reported is prosthesis wear and loosening and a combination of risk factors specified such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be confirmed from the reported information and the devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 88 months after a left total hip replacement procedure, the patient underwent a revision procedure to address prosthesis wear. Revision surgery operative notes were provided. Patient left the operating room in stable condition. No further issues or complications were reported. No additional information is available.